Event description:
Pt had a cardiac event, code was initiated, defibrillator read "attach leads", leads were attached, then defibrillator read "service". Defibrillator switched out. The hand defib had been checked previously according to policy and reported as working correctly.